Event description:
The distributor reported their customer informed them that the AED is displaying a service code warning for 'hv pld re- programming error'. This service code is only for aeds that have pre- 3.002 version of software. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The distributor reported their customer informed them that the AED is displaying a service code warning for 'hv pld re-programming error' this service code if only for aeds that have pre 3.002 version software. The battery pack has an expiration date of may 2031. The maintenance schedule was not reported. Review of the log history file revealed the unit entered service in july 2009. At the beginning of july 2011, the unit software was upgraded from version 2.003 to version 3.001. A new battery pack was installed in december 2016. In the middle of march 2023, replace 9v battery warning was displayed daily and continued; four days later regular self-testing stopped. The 9v battery was replaced at the beginning of april 2023; self-testing resumed. Between the beginning of april 2024 to the middle of may 2024 the battery that was installed in december 2016 was removed and reinstalled multiple times. A new battery was installed the middle of may 2024 and service code warnings was cleared. The log history file was downloaded near the middle of august 2024 and sent to the manufacturer. Advised the distributor that the user was performing excessive self-testing. There are several gaps in the log history file due to depleted 9v batteries and/or ejected battery packs. The AED should be removed from service and returned to the manufacturer for analysis. No additional information is available at this time to further investigate the event. The IFU states the IFU states: improper maintenance can cause the ddu series AED not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. Routine maintenance: the ddu series AED is designed to be very low maintenance. Simple maintenance tasks are recommended to be performed regularly to ensure its readiness. Daily- check that active status indicator (asi) is flashing green. Monthly- in addition to the daily check, check the condition of the unit and accessories; check pads and battery pack expiration dates. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Should additional information become available a follow-up MDR shall be submitted.